Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she ate and bolused as she normally does but her blood glucose dropped to 44 mg/dl. Troubleshooting did not occur for the low blood glucose. However, it was confirmed that the device's drive support cap appeared normal. No products were returned or replaced.